Event description:
It was reported that during an unk procedure, the handpiece gave an error code 3. Customer cannot provide anymore details about the circumstances in which the issue occured. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received with the nose cone cracked. The hand piece was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.